Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, it was noted that there was no pacing, high capture, and phrenic nerve stimulation on the left ventricular (lv) lead. Fluoroscopy was performed and revealed no anomalies. All other electrical values were stable and in range. The device was reprogrammed to deactivate the lv lead. A lv lead revision is anticipated. The patient was stable with no adverse consequences.

Event description:
During an in-clinic follow-up, it was noted that there was an inhibition of pacing and phrenic nerve stimulation as well as high capture on the left ventricular (lv) lead. Fluoroscopy was performed and revealed no anomalies. All other electrical values were stable and in range. The device was reprogrammed to deactivate the lv lead. A lv lead revision is anticipated. The patient was stable with no adverse consequences.